Manufacturer narrative:
The investigation did not confirm the reported clot in the outflow graft as a copy of the CT scan was not provided. The provided information indicated that a log file was submitted for review after a clot was visualized in the patient¿s outflow graft on CT. The submitted log file contained approximately three days of data ((B)(6) 2017 to (B)(6) 2017 according to the time stamp). Seven events were captured in the log file where the low flow hazard was flagged as active due to the calculated flow being below the alarm threshold. Five of the events occurred on (B)(6) 2017 and the other two occurred on (B)(6) 2018. The flags cleared shortly after activating each time and did not appear to be active long enough to activate the associated audio/visual alarms. The flags did not affect pump operation. There were no other notable alarms active in the log file. The patient remains ongoing on the device. The device was not available for investigation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age was not provided. (B)(4). Approximate age of device: 54 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) as a bridge to heart transplant. On (B)(6) 2017, it was reported that a clot was visualized in the outflow graft via CT scan, and the system controller log file captured low flow events on (B)(6) 2017 and (B)(6) 2017. The patient was reported to be symptomatically worse, described as experiencing low energy and dizziness. No further information was provided at the time of this report.